Manufacturer narrative:
The mridium pump was sent to a third party by the hospital for evaluation, and is planned to be returned to the hospital within the next 2 weeks. Upon return of the pump from the third party, the hospital has agreed to provide the pump to iradimed corporation for evaluation. A follow up report will be provided within 45 days with product evaluation information. The user facility medwatch report number is: mw5064132.

Event description:
During an MRI infusion, the patient was receiving propofol at a dose of 250 mcg/kg/min for a few minutes when it was noted the patient's respiration rate dropped due to a possible freeflow condition. The infusion line was disconnected from the patient and the patient was hand-bagged for a short period until the vital signs recovered. The user attempted to re-start the same infusion with the pump, but the problem persisted. The user switched to another MRI infusion pump and completed the case without further issues. The hospital reported no patient injury occured, and the patient went home following the case.